Event description:
During a check in the hospital it was reported that impedance had been steadily decreasing on this lead. Thresholds were also increasing. Physician is planning on removing rv lead, but the operation date is unknown.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 46 cm proximal to the lead tip. Only the distal lead fragment was returned for analysis and subjected to an extensive analysis. The visual inspection showed multiple signs of abrasion were noted along the lead body. In particular 9.5 cm proximal to the lead tip, the insulation was found rubbed through which can be considered the root cause of the clinical observations. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors furthermore the fixation helix was found deformed which most likely occurred during the extraction procedure. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.